Manufacturer narrative:
Received one (1) used list# 079510433 empty lifecare container attached to a clave bag spike. As received the corner of the bag was observed to be cut. The edges of the deformation were clean typical of a cut. As received no particulate matter was observed. In attempts to replicate clinical use water was added to the container, and precautions were taken due to the cut corner. The water was then pulled out into an ICU medical-provided syringe. No particulates were observed. The complaint of particulate matter cannot be replicated or confirmed. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that, on an unknown date, particulate matter was found in empty bags after filling with drugs. There was no patient involvement and no adverse event/injury.